Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown performance anomaly. A new device was implanted. No additional adverse patient effects were reported.